Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has previously caused or contributed to pt injury. Device issue: separated guide wire. It was reported that the guide wire tip loosened from the guide wire. The tip could not be found; nor, was it detected in coronary vessel. There was resistance felt when removing the balloon catheter after deflation. Both the balloon catheter and the guide wire were removed at the same time. The guide wire was inserted back into the dispenser; however, then attempting to use the guide wire again, a sharp edge was felt on the guide wire and it was realized that the coil tip was separated from the rest of the guide wire. Both the guide wire dispenser and guide catheter were flushed with no sign of the guide wire tip. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated at the distal end of the polymer coating. The distal end of the guide wire was not returned. The distal end of the core and polymer was in a hook shape for a length of 2 cm. There was no other damaged noted to the guide wire. The balloon catheter used during the procedure was not returned. The guide wire was passed through a hole gauge and this met manufacturing criteria. The returned guide wire was backloaded through a new balloon catheter. There was resistance noted only as the "hook" shaped distal end of the core advanced through the balloon catheter. The distal end of the guide wire was dipped into congo red dye to confirm that there was hydrophilic coating present on the guide wire. The guide wire was sent to the scanning electronic microscopy (sem ) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach from ductile overload at the bend. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied was not described, but the lab analysis also showed a heavy bend to the core adjacent to the fracture. A bend of this type has been seen where the guide wire became entangled with the catheter and the catheter is rotated. This can wrap the guide wire around the catheter and cause or contribute to the overbending. The exact root cause could not be determined, but the fracture appears to be related to case circumstances that overloaded the guide wire at a bend. The lot history record was reviewed. There are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.